Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodgement was observed post-procedure. Loss of capture was also noted. The stylet could not be pulled out and the lead was unable to be placed in the right vessel. There were no capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.